Event description:
The package of sterile gloves was opened prior to prepping the patient when it was noted that a hole was present in the tip of the right middle finger; no package trauma indicated. No injury to patient.